Event description:
It was reported that during implant, the left ventricular (lv) lead was placed in a posterior lateral vein and produced normal measurements. However, when connected to the device, it exhibited impedance greater than 3000 ohms with three of four vectors. The lead was disconnected and reconnected with the same result. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.